Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. Unrelated to these issues, investigation revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/27/2016.